Event description:
The facility reports while transferring a pt from the bed to the wheelchair, the pt fell head first out of the sling onto the floor. The pt suffered injuries to the head and shoulder and complained of pain in their back. The pt was attended by a medical doctor.